Event description:
A healthcare worker with a history of asthma experienced difficulty breathing, tightness of her chest without wheezing, and bilateral rib pain when she was changing out the cidex opa solution. The worker was treated in thhe emergency room with abluterol and a week of oral prednisone. The worker's symptome has not recurred. The airflow in the room was reportedly increased to 10 air exchanged per hour and the worker uses a personal fan.